Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer spoke with the pharmacy technician, tested the keypad, and confirmed all keys were functional with no issues. The system functioned as intended after field service engineer the investigated the issue the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not recording the number of vials removed. The user was able to take the medication but could not enter the amount taken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.